Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 100% stenosed, cto lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. The balloon was inflated to 14 atmospheres for 20 seconds during the first inflation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2x220mm coyote balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood on the outer surface. There was contrast on the tip and in the wire lumen. There were multiple hypotube kinks. Magnified inspection revealed a 1cm longitudinal tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 100% stenosed, cto lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es catheter balloon was selected to dilate the lesion. The balloon was inflated to 14 atmospheres for 20 seconds during the first inflation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2x220mm coyote balloon catheter. No patient complications were reported and the patient's condition was good.